Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed cassette not attached during testing. There was no patient involvement.

Manufacturer narrative:
D9: date returned to manufacturer; 11/6/2024. One device was returned for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported event cannot be confirmed through visual or functional testing.